Event description:
As confimred with the chief tech: as hd was initiated, a leak was noted from the seam of the pump segment and the pump tubing tee connector (entering the pump segment). Ebl reported as 50ml, due to discard of the blood line from the pump segment to the dialyzer connector end. Line changed and hd restarted without pt incident. Sample discarded on day of event. No pt injury or medical intervention required.